Event description:
Manufacturer's representative reported that 2 days after implant, patient had bradycardic episode with heart rate of 42 without apparent pacing spikes. Oversensing or non capture was questioned. Device checked noting good thresholds and sensing. Later that day, 2nd episode of bradycardia, correlating to time when device sensing test being done. Device had been slowed to vvi 30 with patient maintaining own rate of 40 - 45 while sitting in bed and conversing. Approximately 1 hour later, the patient experienced chest pain and collapsed while being assisted in the bathroom. Monitor showed "an apparent sinus tach with appropriate pacemaker tracking." Patient had pulseless electrical activity and died. Cardiologist noted autopsy had shown perforation of right atrium with injury to adjacent pericardium and 700cc of blood in the pericardium. The official cause of death has not been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Full lead returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Manufacturer's representative reported that 2 days after implant, patient had bradycardic episode with heart rate of 42 without apparent pacing spikes. Oversensing or non capture was questioned. Device checked noting good thresholds and sensing. Later that day, 2nd episode of bradycardia, correlating to time when device sensing test being done. Device had been slowed to vvi 30 with patient maintaining own rate of 40 - 45 while sitting in bed and conversing. Approximately 1 hour later, the patient experienced chest pain and collapsed while being assisted to bathroom. Monitor showed "an apparent sinus tach with appropriate pacemaker tracking." Patient had pulseless electrical activity and died. Cardiologist noted autopsy had shown perforation of right atrium with injury to adjacent pericardium and 700cc of blood in the pericardium. The official cause of death has not been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Full lead returned and analyzed. No anomalies found. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Additional information received via a 3500a facility medwatch reported implant procedure had been uncomplicated. 2 days later, there was evidence of failure of pacemaker output with the patient experiencing "advanced" bradycardia accompanied by an atrial ventricular block. Chest xray "demonstrated adequate lead positions." Pacemaker interrogation demonstrated adequate functioning. During the 2nd bradycardic episode, progressive non sensing and non capture of the device was reported. The patient was noted to be unresponsive and CPR was initiated. The patient remained pulseless and did not respond to aggressive resuscitation attempts and subsequently died.